Event description:
It was reported that 3 patients and the aesthetician experienced welts and blisters following hair removal treatment with lightsheer et. All persons had previously tolerated the settings used on the incident date with no problems. The aesthetician decided to test the device on herself at the following settings: 40kj / 30ms, 42kj / 30ms, 44kj / 30ms and 45kj / 30ms. Those are the settings she finds most effective in hair removal treatment. The initial response on the skin was normal. However, 45 minutes later blisters appeared. Area was treated with clear calomine lotion, triluma, and a fading mask. As of 2008 - aesthetician still has brown circles on arm that are slowly fading.

Manufacturer narrative:
Root cause was determined to be user error in not maintaining the device. Regulatory inspection upon arrival of unit at depot found a spot in sapphire tip and spots on the energy meter glass. Both were cleaned thoroughly. An MDR will be filed due to medical intervention and dirty tip as agreed upon with the district office.